Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has to replace the battery on the insulin pump every 4 hours. Customer's blood glucose was 8.2 mmol/l. Customer had a power error detected. Customer used industrial batteries and now duracell batteries. Customer was advised to reset the internal battery. Customer did not have new batteries. Customer will call back within 10 minutes. Customer was called back and replaced the battery but the pump alarmed again with no power. Customer programmed the time and date. Customer rewound the pump and performed the fill procedure.